Event description:
While using a byte night aligner, patient reported recession with the use of the aligners. Patient began treatment with recession but has gotten worse with the aligner treatment.vpatient was advised to see dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.